Manufacturer narrative:
The device has been returned for analysis; but the engineering report is not yet available. However, it will be reported within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Device evaluated by mfg?: no. (B)(6).

Manufacturer narrative:
Complaint conclusion: as reported, the doctor was busy with an angiogram observing the right coronary artery with the 3drc diagnostic catheter. He inserted the catheter and when he pulled it back, the hub came loose from the rest of the catheter and separated. The doctor pulled the catheter out and opened the same infiniti catheter from a new package to complete the procedure. There was no patient injury. The intended procedure was a diagnostic angiogram of the right coronary artery. For the procedure, an infiniti 3drc catheter was opened. There were no damages or anomalies noted to the device or packaging prior to use, and the device was handled and prepped according to the IFU. There were no kinks/bends noted to the product prior to use. There was no difficulty experienced as the catheter was inserted into the patient. The catheter torqued properly and no unusual torquing was required during use. The catheter did not kink/bend during use. Unusual force was not used when hub became loose and separated from the catheter. The separated component, which was the end of the catheter, was removed by hand. There was no difficulty experienced as the device was removed from the patient. There was no resistance/friction experienced during the procedure. Another cordis 3drc dx catheter (the same shape as before) was used in order to complete the procedure. There was no patient injury. A non sterile customized corpack diagnostic catheter was received for analysis coiled inside a plastic bag. The catheter body shaft was received separated from the hub. Per visual analysis, the proximal section of body (where separation occurred) was inspected under vision system and no evidence of catheter body shaft cut was observed. At naked eye it cannot be observed where the body was separated from inside of the hub. Kinks were found at 8.5cm from tip, at 30.0cm from tip, at 44.0cm from tip and at 84.5 cm from tip. No other anomalies were found. Manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A meeting was held with pet in order to review the complaint unit. By pet conclusion it was decided to perform dimensional, x-ray and cross section analysis to identify the possible root cause of separation. The catheter strain relief length and body shaft length and od/ID were measured near to the separation condition as well as od/ ID near to the kinked areas found were also measured and results were found within specification. X-ray and cross-section analysis results showed evidence of elongations on the body separation at the luer hub. Elongation is a common characteristic of pieces which were twisted/ stretched until separation. Twisting/stretching could have been related to these separation characteristics. DHR review of customized corpack lot 15992127 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿diagnostic cardiology catheter-luer hub-separated-during use¿ was confirmed during analysis since catheter body shaft was found separated from hub. Nonetheless, the exact cause of the separated condition found on catheter could not be conclusively determined during analysis. Based on the information available for review, factors contributing to the separation could not be determined; however, analysis of the returned device notes elongation and twisting at the point of separation which may suggest that handling factors contributed to the separation. Neither the product analysis nor the DHR review results suggest that the reported issue could be related to the design and manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This a single-use device that was reprocessed and reused on a patient? Of the initial medwatch report was inadvertently checked. However, this device was not reprocessed and this event occurred during initial use. All other information remains unchanged.

Manufacturer narrative:
The device was received on september 30, 2014. It was noted by the decontamination lab that there were "multiple kinks throughout shaft." The engineering report is not yet available; however it will be submitted within 30 days upon receipt. Device evaluated by mfg?: no.

Event description:
As reported by the affiliate, the doctor was busy with an angiogram observing the right coronary artery with the 3drc diagnostic catheter. He inserted the catheter and when he pulled it back, the hub came loose from the rest of the catheter and separated. The doctor pulled the catheter out and opened the same infiniti catheter from a new package to complete the procedure. There was no patient injury. The intended procedure was a diagnostic angiogram of the right coronary artery. For the procedure, an infiniti 3drc catheter was opened. There were no damages or anomalies noted to the device or packaging prior to use, and the device was handled and prepped according to the IFU. There were no kinks/bends noted to the product prior to use. There was no difficulty experienced as the catheter was inserted into the patient. The catheter torqued properly and no unusual torquing was required during use. The catheter did not kink/bend during use. Unusual force was not used when hub became loose and separated from the catheter. The separated component, which was the end of the catheter, was just removed by hand. There was no difficulty experienced as the device was removed from the patient. There was no resistance/friction experienced during the procedure. Another cordis 3drc dx catheter (the same shape as before) was used in order to complete the procedure. There was no patient injury.